Event description:
The reporter contacted animas on (B)(6) 2012 stating the up arrow keypad button was intermittently unresponsive. No further information was given. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): examination confirmed that the up button is intermittently unresponsive and the down button is unresponsive. The keypad is peeling at the up button. The keypad was removed and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.